Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. This complaint was entered on time. FDA outages caused complaint to not complete all acknowledgements. Complaint is now being resubmitted.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update 3/4/16, 3/7/16 - medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 17, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). X-rays and medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort and elevated cobalt and chromium levels in the blood. It was also noted during his revision surgery that blackened tissue and an inflamed synovium were discovered.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Xrays and medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/21/2014- pfs and medical records received. Part/lot was provided. After review of the medical records the revision operative note indicated metallosis and anterior impingement. The anterior impingement was actually caused by a bone formation so nothing extra is being reported at this time. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 5/19/15-pfs and medical records received. After review of the medical records for MDR reportability, the liner was very difficult to remove so the whole cup was removed. The stem is also being added for the alleged high metal ions. No labs provided. The complaint was updated on:6/16/2015.